Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had a urinary tract infection and was not getting good pain relief. The issue had been ongoing for the last 6-8 weeks. The onset of the symptoms was reported as gradual. The catheter was to be revised on (B)(6)2015, as the healthcare provider (hcp) believed the catheter caused the patient's therapeutic effect. The hcp also wanted to switch the patient from morphine to dilaudid at that time. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient was doing well since his replacement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was replaced the day prior to the report. It was stated that all holes at the end of the catheter was plugged. The drug was changed from 50mg/ml morphine to 1mg/ml dilaudid. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient was due for surgery earlier this week, but due to a urinary tract infection the surgery was cancelled.

Event description:
It was reported that for the past several months a patient has not been getting adequate pain relief. The reporter noted that the patient was elderly had has had the pump for years and over time he has had an elevating dose of morphine. The patient¿s healthcare professional (hcp) has decided to switch the patient to oral dilaudid and has weaned the patient off the morphine sulfate and bupivacaine. The reported stated that the plan was to go to the minimum rate with the pump and give the patient oral dilaudid and ¿see how he did with that¿ to see if the patient could tolerate it, and an intrathecal dose of dilaudid could later be initiated. Logs were read with no issues noted. The reporter stated that the side port was accessed and aspiration was ¿very sluggish, not enough aspirate was obtained to rebolus the catheter safely.¿ the patient received an oral prescription and a referral to a neurosurgeon. The patient had not been seen by a neurosurgeon on the day of this report. The pump was used to infuse bupivacaine and morphine (unknown). No intervention or outcome was reported for this event. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.